Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood/body fluid observed in the distal conductor; full lead analyzed.

Event description:
It was reported the left ventricular lead was removed and replaced due to inability to obtain adequate pacing and sensing thresholds. No patient complications have been reported as a result of this event.